Event description:
It was reported that a patient underwent a laparoscopic nissen fundoplication on (B)(6) 2011 and topical skin adhesive was used. The patient developed itching at the incision sites on (B)(6) 2011. The patient called the physician on (B)(6) 2011 to notify and told the physician that the itching had worsened. The patient was prescribed benadryl. Additional information has been requested.

Manufacturer narrative:
(B)(4): allergic reaction. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.